Event description:
Facility rep alleges that the headrest is loose and hardware is stripped according to a repair tech at facility. Chair was just shipped from texas to kansas.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.